Event description:
It was reported that the device was used in an unk procedure. It was reported by the rep that there was no consequence to the pt. It was also reported by the rep that the clips crossed. No other info available.